Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air bubbles were observed in the patient line of an integrated apd set with cassette. This was noticed while the home patient (hp) was connected to the setup. The technical service representative (tsr) was unable to determine the cause of the air. The tsr advised the hp start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Air in the patient line, indicative of a potential malfunction of the disposable cassette, was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.